Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (event date is unknown). According to the complainant, the rx locking device and biopsy cap was used in conjunction with an olympus ercp endoscope. It was discovered that the foam sponge from the biopsy cap had become expelled from the cap and was lodged within the working channel of the endoscope. The endoscope was removed from the patient, and the foam sponge was extracted from the endoscope. It was unknown if the same rx locking device and biopsy cap was used to complete the procedure or whether another biopsy cap was used. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B) (6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).